Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was detached. The dropped tissue pad has been returned. The fallen tissue pad was worn. There was no breakage of the tissue pad that fell off. A scratch was confirmed on the tip of the probe. The coating of the probe was partially peeling. There were no scratches on the probe and grip. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The peeled tissue pad may have fallen off because the pad added something load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a gastrectomy, the subject device was used. After 1 hour since the surgery began, the tissue pad of the first device was worn, and the user became unable to activate output. Seal & cut short circuit error occurred. After 3 hours since the surgery began, the tissue pad of the second device was worn and fell, and the user became unable to activate output. Seal & cut short circuit error occurred. The fragment was retrieved. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the falling of the tissue pad of the second device.